Manufacturer narrative:
This investigation will be updated should further information be provided.the device manufacture date for this product is july 12, 1998.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in numerous stored episodes of non-sustained ventricular tachycardia (nsvt). The lead also exhibited low out-of-range pacing impedances. No adverse patient effects were reported. The patient will be scheduled for a revision procedure however as of today all available information indicates that the lead remains implanted.